Event description:
I use nano 2nd gen 4mm 32g pen needles. I have found that I have about a 5% failure rate for these needles. I have reported it to my pharmacy. I am a pharmacist (retired), so I know how to properly inject. On occasion, I will inject the needle, but the insulin will not flow out. It's as if the needle is block. So, I have to remove the pen needle, and try a 2nd needle before I get the insulin injected.